Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by the facility, "an accucath was placed under ultrasound in the emergency department on or about (B)(6) 2017 in an (B)(6) patient with difficult to access vasculature. The placement resulted in an arterial stick. The patient was treated for the arterial stick by the emergency department and released. The patient presented again the following day and was released. The patient presented a third time and was diagnosed with a pseudo-aneurysm. The patient required vascular surgery to repair the condition¿. On 01/31/2017 ¿additional information reported by facility stated the accucath was placed in the ac-median cubital or cephalic vein for IV access in patient with hx of l mastectomy and difficult venous access. The device remained in the artery for about 2 hours prior to being removed. It was stated that after removal, pressure was manually applied for 10 minutes and then coban applied. Circulatory function was still identified as ¿normal¿ with adequate capillary refill and palpable peripheral pulses. Extremity was cool to touch, but that was bilateral. Patient was instructed to return the following morning for recheck as the patient was taking xarelto and provider wanted to evaluate arm. Second morning (third visit), the patient presented with upper arm bruising, pain and some indurations. Patient was being followed by vascular surgery, post-op for pseudoaneurysm and av fistula repair after 1 week long hospitalization post-procedure.